Manufacturer narrative:
Manufacturing date -- march 10, 2016 ¿ march 11, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed with no evidence of "damp" on the surface. The reported condition was could no be verified nor refuted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a damp surface after filling with fluorouracil and left over night. This was noticed during set up, there was no patient involvement. No additional information is available.